Event description:
It was reported that the patient received an inappropriate shock and anti-tachycardia pacing (atp) therapy. The patient underwent an unrelated surgical procedure, and noise was oversensed due to electrocautery. A magnet was placed on the patient but may have moved causing inappropriate shock/therapy. The patient was asymptomatic. No intervention was performed.